Event description:
On event date, the user facility informed the manufacturer's representative of the following: device catheter separated during insertion below the device catheter cuff. Device catheter was removed and the same type product placed successfully.